Event description:
The patient was implanted with herniamesh t-sling. Later the patient experienced low abdominal pain, pelvic pain and erosion. A 1 cm area of the eroded vaginal mesh over the mild urethra was excised and a cystoscopy were performed.